Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure, the physician noticed one of the pinnacle mesh arms was missing the bullet. The physician used another pinnacle device to complete the procedure. There were no complications to the patient, who is reportedly "ok."

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined.